Event description:
It was reported that cartridge alarms 30 and 20 occurred in sequence and did not happen during the loading process. There was no adverse impact to the customer's blood glucose level. Cts to replace pump. Customer will continue to use current pump.